Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device could not be interrogated. The device case was removed for further inspection. There were arc marks on the high voltage capacitors. Electrical overstress (eos) damage was found on the hybrid and high voltage capacitors. This damage prevented functional testing of the pulse generator as the device had failed the initial testing due to the damage. This damage prevented testing of the device. The cause of the electrical overstress could not be determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis this supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had three inappropriate shocks due to oversensing of noisy signals. There were no additional adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had three inappropriate shocks due to oversensing of noisy signals. There were no additional adverse patient effects. The device remains implanted.

Event description:
It was reported that the patient had three inappropriate shocks due to oversensing of noisy signals. There were no additional adverse patient effects. The device remains implanted.